Event description:
The customer reported that during a patient event when the charge button was pushed, the rfu indicator turned to a red x and the device displayed a device error service required message. There was no harm to the involved patient.

Manufacturer narrative:
(B)(4).